Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms, keypad anomalies or frozen screens were noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 352 mg/dl took a manual inject to correct. The customer states very high and last sat night did this and today it is showing medtronic and not letting me push buttons or anything on it and cant do anything. The customer states replaced multi new batteries. The customer was assisted with troubleshooting and no time on the display screen . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.